Event description:
Approximately two years and two months post heartware lvad implantation, the site reported that the patient's controller display was dark and the patient was unable to read what was on the screen. The controller was removed from the patient and a new controller was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
After documented attempts the controller was not received by the manufacturer for evaluation. The controller was not returned for analysis. Review of the manufacturing records revealed that the device met specification for release. Product was not returned.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.